Manufacturer narrative:
Additional information received. Patient initials, date of birth and sex were updated.

Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause of a "pump failure" is a main board failure. No serial number was provided so a device history record (DHR) review and service history could not be performed. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported patient admitted to hospital for pump failure. Date of admission is unknown. No further information available. Unknown date of admittance. Unknown if the patient experienced side effects.